Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implant attempt of the subject lead ventricular pacing failure and decreased ventricular lead impedance (below 50 ohms) was found. Reportedly after positioning the lead at the ventricular apex, the lead was tested by a psa before screwing the helix. As the measurements were normal, the helix was screwed at this site. Then the lead was tested again and pacing failure was observed, no lead dislocation was noted. The lead tip was repositioned but pacing failure was still observed with the helix not screwed. The lead tip was repositioned around five times, but there was no improvement and the ventricular lead impedance was measured at below 50 ohms at the second site and later. Another lead was implanted.

Manufacturer narrative:
The investigation was updated with additional destructive testing to the subject lead. Please refer to the attached updated analysis report.

Event description:
During the implant attempt of the subject lead ventricular pacing failure and decreased ventricular lead impedance (below 50 ohms) was found. Reportedly after positioning the lead at the ventricular apex, the lead was tested by a psa before screwing the helix. As the measurements were normal, the helix was screwed at this site. Then the lead was tested again and pacing failure was observed, no lead dislocation was noted. The lead tip was repositioned but pacing failure was still observed with the helix not screwed. The lead tip was repositioned around five times, but there was no improvement and the ventricular lead impedance was measured at below 50 ohms at the second site and later. Another lead was implanted.

Event description:
During the implant attempt of the subject lead ventricular pacing failure and decreased ventricular lead impedance (below 50 ohms) was found. Reportedly after positioning the lead at the ventricular apex, the lead was tested by a psa before screwing the helix. As the measurements were normal, the helix was screwed at this site. Then the lead was tested again and pacing failure was observed, no lead dislocation was noted. The lead tip was repositioned but pacing failure was still observed with the helix not screwed. The lead tip was repositioned around five times, but there was no improvement and the ventricular lead impedance was measured at below 50 ohms at the second site and later. Another lead was implanted.